Event description:
Poor wound healing. The patient underwent surgery in our hospital due to atlantoaxial dislocation. Hemostatic gauze and fluid gelatin were used to stop bleeding during the surgery, and the surgery went smoothly. The patient's condition was stable after the surgery and continued rehabilitation treatment in a local hospital after discharge. 22 days after surgery, the patient found pressure sores on the upper part of the incision and poor healing and then came to the hospital for examination three days later and was admitted to the hospital due to poor healing of the cervical spine postoperative incision. After admission, the incision secretion culture showed infection with drug-resistant staphylococcus epidermidis. Vancomycin hydrochloride was given for anti-infection treatment, and dressing changes were strengthened until the incision healed. No device is available for evaluation. Patient: 59-year-old female. Event date: 03/15/2025. Procedure date: (B)(6) 2025. Additional information was received stating: received information from sales rep via phone today, please refer to the event description. Other information requested is unknown.